Manufacturer narrative:
Additional information provided in b.5., d.6., d.7., g.1., and g.2. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient's symptoms have all resolved.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the lens was exchanged. The patient was experiencing a refractive error and discomfort. A crack was found in the center of the lens at a follow up, which was why the lens was exchanged. The patient also reported feeling 'discomfort'. Additional information was requested.